Manufacturer narrative:
The case description states that the user had low bgs while using the system and 2 boluses delivered that they are unsure whether they were initiated by the user. Inspection of the pod found no damages or defects. The phb data shows that the pod was in manual mode and delivering at the basal rate for the duration of the pods run. The pod data and phb data showed no evidence of an overdelivery of insulin. The phb data confirmed that boluses of 3.15u and 2.25u were delivered on the date of occurrence. Android log files were uploaded to the cloud system from the controller sn listed in the complaint. The audit logs show both 3.15u and 2.25 u boluses and show that the confirm bolus button was pressed for each bolus. Inspection of the engineering logs show the controller went through the steps to enter the bolus presenter screen, and enter digits one at a time to enter 35g and 25g of carbs for each bolus, respectively. The controller then gave a suggestion of 3.15u and 2.25u for each of the inputs before the controller went thought the two step verification to deliver both boluses. Both boluses show evidence of initiation and programming by the user. No problems were found with the system.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient diagnosed with blood glucose (bg) values that dropped to 53 mg/dl, by the paramedics. The patient had a headache, nausea, vomiting and slurred speech. For treatment, the patient was given glucose, a antiemetic and juice. The pod was worn between 4 and 24 hours on the abdomen. The paramedics left after 1 hour.